Event description:
It was reported the patient was not getting complete coverage with one lead. As a result, the patient underwent a surgical procedure to add an additional lead.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.